Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated on investigation. A review of the pump¿s black box data showed a history of low battery warnings and replace battery alarms. The battery compartment threads were observed to be damaged and the battery compartment had evidence of moisture contamination. A battery compartment leak was observed during leak testing. The battery cap¿s coin slot was found to be damaged. The battery cap was unable to be properly secured to the pump and a power loss was observed. The pump¿s internal components showed no evidence of moisture contamination. The pump¿s electric draw was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump¿s battery life had decreased. It was reported the battery cap was difficult to unscrew and there was evidence of moisture and corrosion within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.